Event description:
On (B)(6) 2015 the consumer indicates that she placed the toy inside the microwave for under a minute and when she took the product out, it was scorched and melted on the back. The consumer states that the toy had a distinct smell similar to burnt plastic but not quite. The consumer threw the product away in her kitchen waste basket. Because the smell was still lingering after a few hours, she went to pick it up from the trash can to place it outside instead. When she saw the thermal pad, the elephant head had completely melted and it had started to smother towards the body of the toy. The consumer took the waste basket outside and hosed it inside with water, the toy still inside and already drenched. The consumer removed the elephant toy from the waste basket and is now in her possession. The consumer's daughter contacted the manufacturer and explained the situation. The representative she spoke to informed the consumer's daughter that they would look into the matter and call them back but they never did. The consumer has no injuries nor previous incidents to report. The consumer believes this product poses a safety hazard to consumers. (B)(4).